Event description:
It was reported that the patient had the test implant done and was ready for the main implant because of the positive results from the test and they were ecstatic. The night before the scheduled surgery, the health care provider¿s (hcp¿s) office called and cancelled due to insurance and they would call back to reschedule. After not hearing from the hcp¿s office, the patient called back 1 week later to see what was going on and they were working on it. Then the patient received the call for the implant. The patient arrived at the hospital and was checked in and right before surgery the hcp said they couldn¿t do the implant as their insurance wanted another test. The first one was in the office, but they put the patient under for a deeper test implant. The first few days were great and the urinary retention was down to almost nil and their bowels had slowed to 2 to 3 times a day. A week following their surgery, the patient awoke to stiffness and pain in the tailbone. The patient had dealt with a lot of pain so they tried to just tough it out. That evening the patient couldn¿t get off the couch, was crying, and had to call for help. The patient¿s family member helped the patient get to the emergency room (ER). At the ER they asked the patient if they wanted a wheelchair and the patient didn¿t because of the pain caused by the sitting or standing, the patient knew they would not be able to get out of the wheelchair. The patient finally got to the room and was helped onto the bed. The patient lied their facedown, unable to move from the excruciating pain. The did a CT and labs and they patient had a low grade fever of 100, but found nothing and was going to release the patient. The patient¿s family member told the hcp that they were not able to get up and had lied there facedown unable to move for 4 hours. Someone would have to carry the patient to the car as they were in no shape to even make an attempt. The hcp called the urologist on call and they admitted the patient for observation. The patient was told no infection yet and they put them on a regimen of vancomycin and gentamicin via an IV. The patient began to feel better and was ready to go home after a 2 night stay. The patient was sent home with pain medications and a 30 day supply of bactrim. The patient was confused about all the antibiotics with no infection present as the patient was susceptible to infections and had a history of c-diff. The patient had been home for 2 days and the pain was back with a vengeance. The patient could sit maybe 30 minutes before the pain was great. Lying down comfortably was all but impossible, and going from lying to sitting to standing was intolerable. The patient called the hcp¿s office and the hcp were not in until tomorrow, and that was the day before the patient¿s surgery. The patient needed to talk to someone about it before making the decision for a permanent implant. The results were great as having to self-catheterize 3 times a day and bowels moving 10 plus times a day. If the patient could barely walk in exchange maybe it was not so great. The patient knew it was bad when they would rather catheterize 3 times a day than deal with problems caused the device supposed to fix them. The patient needed help. No outcome was reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead; product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).